Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was being used to deliver an unspecified concentration of tridil, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that particulate was noted floating inside the tubing near the y-site of the tubing set. The customer contact indicated that the particulate was a "coffee ground colored substance." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.